Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, yellow biological tissue, and an opening on the radius side. A leak test and microscopic analysis were performed which identified a smooth crease opening on the radius side and wear abrasion. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the radius side assessed as a fold flaw opening.

Event description:
Device has been explanted but not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.